Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of below 30 mg/dl. The customer also reported that the pump did not get rewind properly and there was a grinding noise during rewind. The customer was treated with IV insulin drip and admitted in the emergency room and does not show any symptoms. Troubleshooting was performed and found that the customer was using the pump within 48 hours. It was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the pump. The pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged rewind anomaly, unexpected noise during rewind, possible over delivery and ems dispatched for low bgs found on 04-dec-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap contact missing/damaged found on 19-may-2022. The pump was received with the original battery cap. No damage on the battery cap/battery cap contact noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump was monitored for several days and no unexpected noise during rewind noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of 04-dec-2022, there is no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 28.5 u. 12/04/2022 12:16:12.000 normalbolusdelivered normalbolusamountprogrammed = 6.4 bolusamountdelivered = 6.4 12/04/2022 15:30:40.000 normalbolusdelivered normalbolusamountprogrammed = 6.8 bolusamountdelivered = 6.8 12/04/2022 19:12:20.000 normalbolusdelivered normalbolusamountprogrammed = 10.1 bolusamountdelivered = 10.1 12/04/2022 22:50:35.000 normalbolusdelivered normalbolusamountprogrammed = 8.7 bolusamountdelivered = 5.2. On 12/04/2022 22:50:35.000, a bolus delivery of (8.7 u) was programmed but was cancelled by the user and the bolus amount delivered was (5.2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No pump error 37, 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm recorded in the formatted history file for the event date. On 12/04/2022 19:00:55.000, the insulin delivery stopped because the pump was not seated. On 12/04/2022 19:01:22.000, the user performed rewind on the pump. On 12/04/2022 19:01:22.000 and 12/04/2022 19:02:31.000, the user primed the pump. On 12/04/2022 19:02:31.000, the insulin delivery restarted, the user selects resume. No rewind anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Rewind anomaly and unexpected noise during rewind were not confirmed. Battery cap contact missing/damaged was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they were dispatched through emergency medical services due to hypoglycemia on (B)(6) 2022. The device was returned for analysis.